Event description:
The following has been reported: biomed have made a haipro notification and a safety notification to finnish medicines agency (B)(6) hospital about a situation where it have started an infusion to a coronary angiography patient with infusion machine agilia vp mc, 24ml/h. When the infusion rate was aimed to be lowered after half an hour of bolus, it was noticed that the roller closure of the infusion line was still closed. However, the machine had not given a pressure alarm. It was unclear whether the patient received the bolus he needed or not. Later it turned out that the machine's pressure alarm limit was set at 750mmhg. Additional information was received; a patient with kidney failure came to the ward for elective angiography the night before. The patient had angiography as planned the next day. After the procedure, the patient was asked to be picked up from the room back to the ward as usual. When the nurse arrives in the operation room, it turns out that a clot had been detected during the procedure and the patient began to experience pain towards the end of the procedure. The patient had been started with an infusion of aggrastat according to the doctor's instructions, first with a 30-minute bolus and then it was supposed to continue with the maintenance dose. The patient was administered medication in the operation room via infusion through the fresenius agilia infusion machine. Before moving to the ward, the patient was given painkillers, an ECG was taken, which the doctor looked at, and the patient was transferred to the ward. The patient required urgent relocation for monitoring to room 13 because of pain. The patient was left in pain. The pain was medicated and the ward doctor was informed about it. When we went to calculate the rate of the aggrastad infusion after the bolus according to the instructions for the maintenance dose, it was noticed that the roller closure of the infusion line was still closed. The infusion pump had not alarmed the pressure alarm at an infusion rate of 24ml/h. Suspicion remains that the patient has not received the full bolus dose as the roller closure was closed. Roll closure was opened and infusion dose was calculated for maintenance dose according to instructions. Went to the operation room to consult the cardiologist involved in the operation about the fact that it was noticed that the roller closure of the infusion machine was closed and that the suspicion had arisen that the patient had not received the drug bolus as they were supposed to. At the same time, the staff of the operation room was told about this. The physician instructed to give the 30-minute bolus again and then continue the infusion at the maintenance dose. This was done. Internally the harm to the patient was estimated to be moderate, but it is not fully known whether the patient was harmed." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a